Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a cartridge did not fit onto the pump. The customer's blood glucose (bg) was ¿high¿. However, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event.